Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alert after attempting to charge the pump despite using multiple power sources and usb cables, which caused the pump to shut off. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) ranged from 90-140 mg/dl. Reportedly, the alerts cleared and the pump successfully began charging after leaving the pump plugged into the power source for over 30 minutes. The customer continued to use the pump for insulin therapy.